Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient complained of pain in the axilla 1 year post miradry treatment. Kerolog injections were prescribed twice. Ultrasound confirmed scar tissue formed in the treated area.